Event description:
It was reported that an ilet displayed error 36 during use, and troubleshooting included replacing the cartridge, tubing, and infusion set; during preparation the user rewound before removing the old cartridge, the plunger became stuck, and subsequent guided steps included fill tubing, another rewind, and successful re-engagement of the plunger into a new cartridge, with the event attributed to a plunger issue consistent with a mechanical problem. Symptoms included hyperglycemia with a reported blood glucose as high as 549 mg/dl that subsequently declined after reconnection. Outcomes included no health consequences or impact, and no ketones were present per the user¿s ketone plan. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified involving the plunger mechanism consistent with an invalid hall sensor state alarm. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.